Event description:
It has been reported to co that during a diagnostic procedure the hub of the device separated from the sheath. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.